Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed one of the tips is broke off the outer-grip locking fem implant impactor. The broken piece was not returned with the device. The device shows significant signs of wear/usage. The clinical/medical evaluation concluded that per email correspondence, there was no patient injury as a result of this device related incident, and the broken piece was retrieved with a tweezer. The procedure was completed using a backup device, without less than 30-minutes delay. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka, the outer-grip locking fem implant impactor broke off while use inside the patient. All of the pieces were retrieved using tweezers. A delay of less than or equal to 30 minutes was reported. The procedure was finished using a smith and nephew back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during a tka, the outer-grip locking fem implant impactor broke off while use inside the patient. It is unknown how the pieces were retrieved. A delay of less than or equal to 30 minutes was reported. The procedure was finished using a smith and nephew back-up device. No patient injury or other complications were reported.